Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention to revise the scs system lead due to the lead migrating. Reportedly, during the procedure the physician was unable to get the patient's surgical lead in the desired location. Subsequently, the physician decided to remove the patient's entire scs system.